Manufacturer narrative:
(B)(4)

Event description:
It was reported that non-sustained far-p wave oversensing was observed during post-operation check-up. The patient was asymptomatic. Programming changes and further testing on the device were recommended.